Event description:
Boston scientific received information that during a patient follow up in may, this pacemaker had a battery status of beginning of life (bol). Seven months later, the patient was hospitalized for respiratory problems. When the device was interrogated, it was discovered that the pacemaker had reached end of life (eol). There is a concern that the battery had depleted earlier than expected. No additional adverse patient effects were reported. The device was scheduled to be explanted and subsequently returned for laboratory analysis. Additional information was reported that this patient died. The physician reported that the patient's death was not related to the device malfunction but rather to their age. The device was not explanted and will not be returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.